Event description:
It was reported that the patient presented in clinic during follow up. Post-paced t-wave oversensing was observed during capture testing on real-time egm. Programming changes were recommended. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.